Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while in the hospital having an unrelated surgery the patient had manual insulin administered while wearing a pod. In addition the patient reports receiving manual insulin during surgery once the pod was removed. The patient reports having a total of 5 pods needing replacement due to being removed for surgery on 2 ulcers. The patient reports being discharged from surgery after 11 days.